Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. The device would not run on the functional tester, therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Due to the condition of the device the reported event of no audio output was not confirmed. The root cause was determined to be moisture damage.